Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated catheter was selected for use. It was reported that upon opening the box they observed a small tear in the device plastic packaging resulting in compromised sterility. The device was replaced with a new one and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.